Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
Customer states the device failed opcheck due to therapy cable. No pt involvement.